Manufacturer narrative:
UDI (B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The most probable root cause could be linked to the implantation procedure.

Event description:
1 of 2 reports - other mfg report number: 1226348-2020-00402. A physician reported suspected infection: the bactiseal catheter was placed connected to a certas valve via v-p shunt on (B)(6) 2020; however, on (B)(6) 2020, it was suspected shunt infection with the catheter. So the catheter was pulled out from the patient's body after incision under clavicle and drainage was performed outside the body. Yellow fluid was observed by drainage.